Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not recognize the door being closed. This occurred during testing. There was no report of patient injury or medical intervention associated with this event.no additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an close door message occurred. A review of the event history log revealed shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment hook. The hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.